Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a distal gastrectomy ry reconstruction the distal end of the jaws were unstable. Waiting fifteen seconds, the surgeon attempted to fire the device; however, the device did not fire at all. The jaws were released from the tissue with no problem. The device was replaced by new purple sulu. Flatting the stomach with lister forceps, the surgeon grasped the tissue, waiting thirty seconds and fired the device; this time was successful. Reinforcement material use in conjunction: not available. Gender: not available. Age and weight: not available. Last patient's status: good. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.